Event description:
Per the clinic, the patient experienced an infection at the abutment site (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on september 02, 2022.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2022-02998. This report is submitted on january 18, 2023.